Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on (B)(6) 2019. The regional service center (rsc) service log review revealed a delivery failure alarm due to apparent ipl failure. Although identified in the service log, the rsc did not experience a delivery failure alarm. The main board was replaced due to the service log finding. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool.

Event description:
On (B)(6) 2019, a respiratory therapist from the united states called mallinckrodt customer care to report an issue with inomax dsir (B)(4). The device was not in use on a patient. No impact or patient harm was reported. Inomax (B)(4) was removed from service and returned to the company for service evaluation. On (B)(6) 2019, an internal employee discovered a delivery failure alarm due to apparent ipl failure during routine service log review which indicates a reportable malfunction match.